Event description:
The report stated that during microwave ablation procedure the dr was using a hitachi ultrasonic (us) guidance system and a needle guide, the dr placed the microwave antenna through the needle guide at 30 degree angle, for best visualization, and after a few centimeters of insertion through skin the tip could not be seen on the us. It was moved slightly and still the tip could not be seen. The dr removed the antenna and the proximal section and the feed point were not attached to the antenna and the outer covering/heat shrink was shredded and ripped. The pt was taken to CT scanner for exact location of the tip and a scalpel and forceps were used to remove it. It was only a few centimeters into the body, before the intercostal space, so the removal was minor and easy needing only local anesthesia. The dr treated the pt 2008 with an rf ablation system.

Manufacturer narrative:
Date of initial report : 11/12/2008. The return of the incident sample has been requested. To date, it has not rec'd for evaluation. Additional questions in regard to the incident have also been asked. If the sample is rec'd or if additional info pertinent to the incident is obtained a follow-up report will be submitted.